Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. The patient experienced asystole and was pre-syncopal due to the device settings. Ts recommended device replacement due to the increase in power consumption due to an increase in pacing output voltage. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. It was previously reported that this pacemaker was explanted. Information received indicates that this pacemaker was surgically abandoned. It was reported that the field representative (rep) suspected the new device was in safety mode, however, it was discovered the rep was communicating with the abandoned pacemaker, which was confirmed to be in safety mode.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. The patient experienced asystole and was pre-syncopal due to the device settings. Ts recommended device replacement due to the increase in power consumption due to an increase in pacing output voltage. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. The patient experienced asystole and was pre-syncopal due to the device settings. Ts recommended device replacement due to the increase in power consumption due to an increase in pacing output voltage. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H6 updated.